Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant procedure, the implantable pacing lead was attempted, but not used. Physician attempted to extend lead helix, but observed that part of the lead tip had separated from the rest of the lead. No patient complications have been reported as a result of this event.